Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a perforation and entrapment of the clip. A patient presented with grade 4 degenerative mitral regurgitation (mr) with an enlarged atrium, an impella heart pump in the left ventricle through the aortic valve, and a large patent foramen ovale. The patient was unstable on arrival to the catheterization lab and intubated with an impella device (which caused the original primary pathology). Upon inserting and steering the device to the mitral valve, the patients septum tore and the clip lost height downward. The clip fell into the lateral commissure and became entangled in the chordae. The clip was left in the lateral commissure on the chords. The physician not to attempt placing a second clip due to the instability of the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar reported from this lot. Based on available information, the reported entrapment of the device (clip caught on chordae) is a cascading event of the atrial perforation. The reported foreign body in patient is a cascading event of the entrapment of the device (clip caught on chordae). The reported poor imaging is due to a combination of challenging patient anatomy and procedural conditions. A cause for the atrial perforation could not be determined. Additionally, atrial perforation is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.h6: health impact code 4614 (serious injury/illness/impairment) was removed.

Event description:
Subsequent to the previously filed report, additional information was received:it was reported that imaging was difficult during the procedure due to anatomy and operator experience. In addition, the clip that became entangled in the chordae was unable to be freed and was fully deployed in the chordae. No additional information was provided.